Event description:
It was reported to philips that the flexvision failed to start during system boot-up on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service rebooted the system and reinstalled control software; however, the issue recurred later. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).